Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. The 15mm x 1.5mm maverick 2 balloon catheter was advanced to the lesion for pre-dilatation and the balloon was inflated to 6 atms. During the second inflation, the balloon ruptured at 10 atms. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)